Event description:
The customer contact reported that during testing at the user facility, unrestricted flow was noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Through requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4)